Event description:
During the permanent implant procedure, the doctor could not advance the lead into the area needed. Allegedly, the lead would not advance due to the pt's anatomy. Another product was used to successfully complete the procedure. The lead will not be returned to sjm due to being discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.